Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on, (B)(6) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The date of issue is an approximation. The sensor was inserted into the thigh. The patient reported that after the sensor insertion, they experienced a reaction within 24 hours. The reaction was described as an infection around the adhesive patch. The affected area was be red and had pus. It was reported that this has been happening for the last year. The patient contacted their physician regarding the skin reaction; however, the patient's physician stated that there was no medication that could treat the skin reaction. The physician did not prescribe the patient any medication. At the time of contact, the patient stated that she can wear sensors if they are replaces less frequently. No additional event or patient information is available. The sensor was inserted into the thigh. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.